Manufacturer narrative:
Investigation: customer returned one (1) used 31g x 5mm bd pen needle without a cover, tear drop label, or inner shield attached. Consumer reported needle partially blocked. The returned pen needle was examined, then tested for flow using a test pen injector: the returned pen needle was able to expel properly. Since no evidence of manufacturing defect was observed, the alleged issue could not be confirmed. Unable to perform a DHR review due to an unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that unspecified bd¿ pen needle was blocked. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported the needle was partially blocked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle was blocked. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported the needle was partially blocked.